Manufacturer narrative:
An elevated complaint investigation (B)(4) has been opened for this issue.

Event description:
The abbott m2000 system is intended for use in performing nucleic acid amplification testing by polymerase chain reaction in clinical laboratories. The system is composed of the m2000rt and the m2000sp instruments. The m2000sp is intended for automated sample preparation and nucleic acid extraction prior to testing. A customer reported that the m2000sp bar code scanner intermittently read sample identification (ID) bar code labels incorrectly. A total of seven samples were processed with incorrect sample ids. As there was no match in the laboratory information system, no results with incorrect sample ids were released. There was no death or serious injury associated with this complaint. It is not known if a malfunction has occurred, but if this issue were to recur, the medical evaluation of harm for this issue is that it could potentially cause or contribute to serious or irreversible harm to a patient due to incorrect diagnosis or incorrect treatment.

Manufacturer narrative:
Summary of elevated complaint investigation (ecinv) number (B)(4) for MDR 3005248192-2014-00057 follow-up report 1: investigation into this complaint included a quality data review, a product evaluation, and a complaint history review. Return of the instrument was not required because the complaint text, attachments, and return of misread sample tube barcodes were sufficient to complete this investigation. Quality data review: a review of the m2000sp operations manual 200681-107 july 2013 verified that the manual contains adequate information in regard to sample barcode specifications, printing requirements, and read configuration. A CAPA/ non-conformance review search was performed for the m2000sp instrument list number 9k14-02. There were no CAPA/ non-conformance records related to barcode misreads. Product evaluation: the instrument posid-3 firmware was tested for performance by a supplier (B)(4). Testing results showed the posid-3 firmware did not cause the issue. Three customer barcodes were returned and tested. Two of these were not able to be read at abbott molecular. One label reproduced the customer issue was processed with a sample ID of -2' instead of the actual barcode (40989421j). This barcode was then tested for barcode quality and was graded as an a'. Barcode quality is based-upon an average of label reflectance, printed bar spacing, edge contrast, decodability, and evenly distributed defects. A barcode with the same information as the misread customer barcode was printed at abbott molecular. This barcode was able to be read correctly. The customer barcode was then further inspected and was determined to have print quality issues that forced the m2000sp system to read the barcode as a codabar instead of code (B)(4). Complaint history review: complaint history review showed that, over the last two years, this complaint ((B)(4)) was the only complaint identified regarding a code (B)(4) sample barcode misread as a -2'. Product deficiency decision: based on the results of the investigation and the available information, a product deficiency for the m2000sp instrument system (09k14-02) was not identified. Therefore, the disposition of this complaint was unconfirmed.